Manufacturer narrative:
(B)(4). This lot was manufactured april 16, 2013 - april 18, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the evaluation, or, if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection did not confirm the reported problem. A broken syringe tip (non-baxter product) was found stuck inside the infusor's fill-port. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was missing the fill port cap. The infusor was filled with an unknown drug. This was discovered before use and there was no patient involvement. No additional information is available.